Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem¿s technical support (cts), the malfunction alarm was cleared and insulin delivery was able to be resumed. Multiple attempts were made by cts to obtain blood glucose level information; however, no additional information regarding this event was provided.